Event description:
A report was received that during a lead revision procedure, the physician discovered scar tissue. The physician was unable to continue with the procedure and explanted the patient's system. The patient is reportedly doing well after the explant.

Manufacturer narrative:
Patient weight not available. Additional suspect device components involved in the event: model: sc-8116-70, sc-2138-70, sc-2138-70, sc-2138-70 description: scs paddle lead (70 cm), phase iii linear lead (70 cm) - 3 sets product analysis showed that all devices had normal characteristics. This is a final report.